Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor was replaced to address the issue. Device maintenance was completed. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.

Manufacturer narrative:
The product investigation lab (pil) received a trilogy evo system flow sensor with the allegation of an e-155 error code in the event log indicating the machine flow sensor drift was above the specification (>0.2lpm). Pil installed the trilogy evo flow sensor on the trilogy evo test bed and ran therapy for approximately 1 hour and the flow sensor operated without issue. The error code e-155 did not reoccur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification, and it passed all testing. Pil concluded that the flow sensor operates as designed. Pil was unable to confirm a failure of the flow sensor.